Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 200- 400 mg/dl. Health care provider recommended the customer set up increased temporary rate to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.